Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment broke off a permanent cautery hook (pch) instrument. A fragment fell inside the patient and was retrieved during the same procedure. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the pch instrument was inspected prior to use, and no damage was noted. When the event occurred, the instrument articulated and then a piece fell off. The instrument was in use for only several minutes when the issue occurred. There was no functionality issue with the pch instrument noted during the procedure except when it broke. The estimate did not collide with any other instruments or other hard material during the surgical procedure. Upon final removal of the pch instrument, the instrument's wrist was straightened and no resistance was felt by the staff. There was no damage to the cannula or the instrument after the event occurred. The fragment was retrieved robotically. It was confirmed that no fragments were left behind. No additional surgical procedure was required to remove the fragment. No post operative tests like an x-ray ultrasound were performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications. There are no photographic images of the device or a video recording of the procedure available for isi review.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. A broken piece was missing as a result of the breakage. The size of the missing piece is approximately 6.73mm in size. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
Refer to h11 for follow-up information.